Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert followed by a blank display. Blood glucose level at the time of the incident was 204 mg/dl. The customer reported that she was involved in an auto accident about three and a half years prior to this incident, in which the insulin pump may have become cracked. During troubleshooting, the insulin pump passed the displacement test. The customer was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.